Manufacturer narrative:
H3 other; h6 codes b15, b20, c24, d15: a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Product investigation report conclusion - the primary reported failure mode, related to stent migration, is consistent with the imaging evaluation findings of a stent/device in the pulmonary artery. As reported, intraoperative imaging during a reoperation showed one of the implanted stents had migrated to the right pulmonary artery. It was also reported that the patient was asymptomatic; conservative management and continuation of anticoagulation therapy were implemented. The cause of the primary reported failure mode could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 other; h6 codes b21, c21, d16: the investigation is ongoing. Preliminary results are not yet available. Additional information was requested from the author. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Kugelmann, u. "Stent migration as a aerious complication in the treatment of venous stenoses in hemodialysis vascular access". P-138. Esvs 39th annual meeting in istanbul, türkiye, september 2025. Eur j vasc endovasc surg; 2025. Doi. 10.1016/j.ejvs.2025.09.037. The objective of this study was to emphasize the need for awareness of stent migration risk when used to treat venous stenosis in dialysis access. The study included one patient, a 44-year-old female with end stage renal disease [esrd] undergoing hemodialysis. A venous stenosis in the upper arm was treated with a high pressure balloon and two covered stent grafts [gore® viabahn® endoprosthesis with propaten bioactive surface]. During a reoperation four months later, intraoperative imagining showed one of the stents had migrated to the right pulmonary artery. The patient was asymptomatic. Conservative management and the continuation of anticoagulation therapy were implemented. The author noted that stent migration often occurs asymptomatically, when a gore® viabahn® endoprosthesis with propaten bioactive surface was used.